Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('4 day long super heavy periods to periods lasted at least 2 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (I pill). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("period came every two weeks") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia and polymenorrhoea had resolved and the autoimmune disorder had not resolved. The reporter considered autoimmune disorder, menorrhagia and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media) autoimmune disorder, menorrhagia and polymenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('4 day long super heavy periods to perios lasted atleat 2 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (I pill). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("period came every two weeks") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia and polymenorrhoea had resolved and the autoimmune disorder had not resolved. The reporter considered autoimmune disorder, menorrhagia and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-autoimmune disorder, menorrhagia and polymenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc(product technical evaluation). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.